Manufacturer narrative:
This report is being filed on an international product, list number 6c36 that has a similar products distributed in the us, list number 1l80 and 4p53. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, review of manufacturing documents and a review of labeling. Review of complaint activity did not identify any adverse or non-statistical trends related to this issue for the architect hbsag assay. No other complaints were identified for reagent lot 77277fn00. Customer field data for the architect hbsag assay was used to assess the specificity of the assay. The patient median result for lot 77277fn00 was analyzed and found to be comparable to all other lots in the field. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues associated with false positive results. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect hbsag assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c36 that has a similar products distributed in the us, list number 1l80 and 4p53.

Event description:
The customer reported a false repeat (B)(6) and confirmatory (B)(6) results for one patient. Sample ID (B)(6) generated multiple (B)(6) results of 0.05 iu/ml and architect (B)(6) confirmatory v.1 results were also (B)(6) with a neutralization rate of 54.4%. The same sample also generated two (B)(6) results. Additionally, a second sample drawn at the same time was tested at a reference lab on the same architect assays and generated (B)(6) results for both assays. No specific patient information was provided. No adverse impact to patient management was reported. Note a separate mdi is being submitted for the architect hbsag confirmatory results.